Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer was loading a cartridge and a cartridge change notification was received. The customer reloaded the same cartridge successfully and insulin delivery was resumed. During bolus and basal delivery, the customer received multiple occlusion alarms. The customer changed the infusion set site and the occlusions reoccurred. The pump supplies were changed and the occlusion was resolved. The customer's blood glucose (bg) level ranged from 172 to 371 mg/dl with a trace of ketones. A bolus via the pump was delivered and the bg returned to target level.